Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
Reported caller lfs on behalf of the pt and alleged that the pt's meter was missing segments. The last time the pt had tested on the meter was (B)(6) 2004 and the result was 12.0 mmol/l. The reporter stated that the top half of the display was missing segments. The pt contacted her medical professional for advice. No treatment was reported. Based on the info provided, there is evidence of a meter malfunction, however, there is no evidence of the meter contributing to a serious injury. The meter has been replaced for the pt.